Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that on (B)(6) 2023 during the implant procedure for a light adjustable lens (lal, sn (B)(6)) a capsular bag tear occurred. The surgeon placed the lal in the sulcus. The surgeon does not know what caused the posterior capsule to break, but stated that he does not think it was related to the lal. Then on (B)(6) 2023, the patient had a vitrectomy and repositioning of the lens. Rxsight's first awareness of this event was on (B)(6) 2023.